Manufacturer narrative:
The last calibration was performed on 27-oct-2020 and was acceptable. The qc recovery was not within -2sd on 04-dec-2020 and 05-dec-2020. The alarm trace does not contain a conspicuous event. After the service visit, qc was run for verification. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer found the probe nut and screw were completely undone. He replaced the probe and made adjustments. This investigation is ongoing.

Event description:
The initial reporter received a questionable ca2 calcium gen.2 result for one patient with the cobas 6000 c501 module. The initial result was 1.68 mg/dl and the repeated result was 9.43 mg/dl. The questionable result was not reported outside the laboratory. The repeated result was deemed correct. The reagent lot number was 48221601 and the expiration date was 30-sep-2021.